Event description:
It was reported that the as lvp 20d 1.2m became occluded after infusing smof lipids at "0.6ml/hr for 12-16hrs". Lots 20105847 and 20105848 were reported, but it is unknown which lot the event occurred in. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "occluded after smof lipids running at 0.6ml/hr for 12-16hrs."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary 26 photos were taken by the customer. No product was returned by the customer. The customer complaint that there was an occlusion after smof lipids were running at 0.6ml/hr for 12-16hrs could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20105848 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20105847 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20105847. Medical device expiration date: 2023-10-07. Device manufacture date: 2020-10-06. Medical device lot #: 20105848. Medical device expiration date: 2023-10-07. Device manufacture date: 2020-10-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 1.2m became occluded after infusing smof lipids at "0.6ml/hr for 12-16hrs". Lots 20105847 and 20105848 were reported, but it is unknown which lot the event occurred in. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "occluded after smof lipids running at 0.6ml/hr for 12-16hrs"